Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery to implant the pt's neurostimulator system, the carrier on the tunneling tool broke in the pt's neck. It was necessary to make an additional incision in order to save the extension. The extension was not damaged. It was later reported that the pt was receiving therapeutic effect, and the additional incision had healed.